Event description:
During preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm), the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was a defective load cell module 2. The defective load cell was likely attributed to mishandling, such as a drop or a defective component. Upon visual inspection, no physical damage on the autopulse platform was observed the autopulse platform passed the initial functional testing. However, the autopulse platform failed the load cell characterization test during further functional testing due to a defective load cell. The load cell characterization test indicated that the load cell module 2 exceeded the normal parameter. The defective load cell module 2 needs to be replaced to address the observed failure. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).